Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Device evaluation: it is unknown if a sample will be returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the safety shield on the suspect device broke after the needle was withdrawn. This left the contaminated needle exposed and the staff member sustained a needle stick injury. The staff member went to occupational health to have labs drawn but no prophylactic medications were given.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 2332152. During this batch, 68 samples were activated by separation of inserter, separation of the rubber stopper and separation from prn. No values off of specification were found, no problems during activation were observed. The product is tested (pull force) through of the different manufacturing process and no equipment, instrument, process and/or surfaces that could cause this kind of damage were detected. This defect reported is not related assembly process. Quality has previously reviewed, evaluated and investigated this failure mode, concludes no further action is required at this time. We will continue to monitor for trends. Conclusions - bd was not able to duplicate or confirm the customer¿s indicated failure mode. Without sample for evaluation and after reviewing the DHR, we could not confirm this as a manufacturing related issue. Without a sample, an absolute root cause for this incident cannot be determined.